Event description:
Sorin group received a report that air was introduced into the cardioplegia unit when negative pressure was applied. The unit was reprimed. The procedure continued without issue. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the vanguard. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that air was introduced into the cardioplegia unit when negative pressure was applied. The unit was reprimed. The procedure continued without issue. The unit was returned to sorin group USA. Visual inspection found no defects. No air was seen entering the blood compartment during all functional testing. No nonconformities were noted during the device history record review regarding this issue. Sorin group (B)(4) stated that investigational testing may not always reproduce the issue since the valve has already been subjected to movement. However, the reported issue could result in a non-perfectly seated umbrella valve due to mechanical stress. An investigation has been opened to identify the most probable cause of this problem. The issue will be monitored for trends.

Manufacturer narrative:
Patient identifier was not provided. Sorin group (B)(4) manufactures the vanguard. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that air was introduced into the cardioplegia unit when negative pressure was applied. The unit was reprimed. The procedure continued without issue. There was no patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.